Manufacturer narrative:
The reported event of the device exiting MRI mode unexpectedly was not confirmed. Based on the information provided, it was confirmed that the ¿disable MRI settings¿ button was pressed and therefore, the device exited MRI mode.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the pacemaker unexpectedly exited MRI mode without any manual action. Programming changes were made. There were no patient consequences.